Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was noted a perforation occurred. It was reported that after the post procedure examination of a watchman procedure to treat the stroke risk, a versacross connect kit was selected for use. The patient was brought back to the catheterization lab after the procedure for a right heart catheterization. An echo was performed and a shunt from the aorta to the left atrium was noted. The patient has an extremely aneurysmal septum and during the watchman procedure, it took multiple radio frequency deliveries to cross the septum. The physician believes that one of the rf deliveries and wire advancement, it went through the left atrium and the aortic wall causing the perforation. The device is not expected to be returned for analysis. (B)(4). It was further confirmed via gfe dated 13dec2023, there was no pe noted. "Burns" are being referred as rf deliveries. Rf wire tenting was visualized approximately 1-3mm, rf setting 1 second, continuous. It is not believes that the versacross wire malfunctioned during the procedure.